Event description:
A tandem mobi cartridge alarm was reported, which occurred during the loading process. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue before contacting technical support by reloading a new cartridge and successfully resuming insulin delivery.